Manufacturer narrative:
The complainant has discarded the pump product. There are questions and requests for more clinical details that are open at this time. The investigation is ongoing. Should more information be shared that leads to a root cause of the ischemia, a final report will be filed.

Event description:
The hospital had a patient admitted in cardiogenic shock and had an impella cp placed via the left femoral artery for hemodynamic support. After almost 18 hours of support the team chose to explant the impella due to the signs of limb ischemia. The limb had become mottled and lost pulses. The team chose to place an iabp via the contralateral femoral.